Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that while sleeping, the infusion set's tubing disconnected from the plastic part of the quick release, between the cannula and tubing connection. Reportedly, the patient experienced high blood glucose level reported to be 20.5 mmol/l, which he treated with a bolus. This issue occurred on the second day of infusion use. The site location was at patient's leg and the pump was clipped on to the trousers. The infusions were stored at regular temperature. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.